Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during investigation, a review of the pump history showed a large prime had occurred. While performing a force sensor test, the pump emitted a call service alarm. Evaluation revealed that the vibratory motor had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the vibratory motor had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/17/2014.